Event description:
It was reported by service report that the fowler was stuck and there was a small amount of oil leaking from the cylinder. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: gas cylinder.